Event description:
It was reported that following revision surgery, the pt is experiencing post-operative severe pain around buttocks/groin and swelling in her legs and feet.

Manufacturer narrative:
Info was received via medwatch (B)(4). Eval summary: surgical notes were not provided, x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval codes: the part numbers and lot numbers of the products are unk; therefore the mfg records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.